Event description:
On (B)(4) 2012, the pt reported, while she was at work, she started to feel really sick and nauseated. When she got home her blood glucose level was 576 mg/dl. The pt changed all the accessories on the infusion device and her blood glucose levels continued to be elevated. The pt noticed that the last two infusion sets she removed had bent cannulas when she removed them from the infusion site. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was not requested to be returned for product eval.

Manufacturer narrative:
As the product has not been returned for investigation and the lot is not available, the complaint could not be replicated. No corrective actions will be initiated.